Manufacturer narrative:
Investigation underway.

Event description:
It was reported by phone that there is too big of a space between some of the notches for the pins, specifically two at the lowest end. The normal team is aware of this space; however, sometimes additional staff are needed to lower the cot to its lowest height. During this incident, the additional helper was not aware of the space, thought that the cot was dropping and attempted to "catch the cot" while lowering a (B)(6) pt. The helper allegedly threw out her back and is currently off work. The helper also helped remove the pt from the cot. It was indicated that they could not determine if the back injury occurred from this incident with the cot of from helping to move the pt.